Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing include leak, clear passage and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) separated from the mainbody. This issue was further described as, ¿the dark blue connector just turns like its stripped¿. This event occurred while the device was in use for pd therapy. To resolve this issue, the patient was given antibiotics as prophylaxis treatment and the patient¿s transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.